Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (drill bit, part number 310.507). The investigation of the complained drill bit shows that the tip broke off as complained. The microscopic view of the broken surface does not show any anomalies what could challenge the material quality. Further investigation regarding the manufacturing and raw material documents shows conformity to the specification as well. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non-conformances. Since the exact circumstances during the surgery are not known, it is possible that a mechanical overloading situation must have led to the breakage. Blunt drill bits require more mechanical power during the application, therefore it is recommend that blunt or damaged instruments need to be exchanged before surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal end of the drill bit broke off, stayed in the patient. There were no reports of paint harm or of any surgical delay. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Year of birth reported as; 1969. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.